Event description:
Seal which keeps 2 parts of "humid-vent 1 post" together breaks, and 2 parts come apart; which creates a leak in the breathing system of the ventilator circuit to which pt is attached.